Manufacturer narrative:
Concomitant products: a2dr01 ipg, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a lead impedance warning for low impedance. The rv lead remains in use.  No patient complications have been reported as a result of this event.